Event description:
An eye care professional reported that a pt began experiencing itching, light sensitivity & mild pain in their left eye 1 day prior to visit associated with wear of focus night & day lenses. Pt discontinued lens wear at that time with no change in vision & used allergy drops with some relief. Symptoms worse 1st day. Ecp reported mild redness and a central infiltrate with staining & visual acuity 20/20. Diagnosis stated as infiltrative keratitis and prescribed zymar & alrex drops every 30 minutes for one day & then every two hours for two days. Follow up 6 days later indicated that event resolving with no scar or loss of visual acuity. Pt resumed lens wear. No further information is available at the time of this report.